Event description:
During the procedure, the drill bit had broken off when making the final hole for the metaglene screw to go into the glenoid. Unable to locate it anywhere during the procedure when noticed. X-ray called to make sure that the item is not inside the patient. X-ray arrived once procedure had been completed. Item located on x-ray but location unknown exactly where. Surgeon queried it may be in the scapula and unable to retrieve at the time and only way to identify it is to send the patient for a 3d scan as may cause more harm to the patient trying to retrieve it at the time.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The instrument associated with this event was not returned for examination. Patient x-rays were requested but none have been received. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.